Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. In 2006, the humapen ergo burgundy/clear pen body (lot 0503a01) was reported to have a jammed plunger, broken cartridge holder and the device was giving the wrong dose. This humapen ergo burgundy/clear pen body is associated with another device. The person operating the device was not known. It was unknown if the person was trained. It was unknown how long they had used this device model or the reported device. The device was returned to the manufacturer on 17-may-2007. Manufacturing found one broken engagement tab and one bent engagement tab.

Manufacturer narrative:
Reportable malfunction/near incident identified investigation in progress.